Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Upon battery installation, unit alarmed critical pump error (open book image). Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool reveals that pump error 2 was found on 08/29/2025 07:14:48.000 through 08/29/2025 08:11:24.000. File=51 line=1466. Pump error 43 was found on 08/29/2025 06:08:01.000 through 08/29/2025 20:39:46.000. File=121 line=752. Pump error 53 was noted in main error log file=65535 line=65535. Additionally, pump error 18 was found on 08/29/2025 08:47:41.000. File=32111 line=301. Lastly, pump error 35 was found on 09/22/2025 14:33:28.000. File=121 line=549. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded the motor assembly, including the motor home switch. Additionally, moisture damage was also noted on the electronic assembly. Critical pump errors were caused by corroded motor assembly and moisture damage on electronic assembly. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations were confirmed when pump error 2, 43, and 53 were recorded in adapt. Additionally, pump errors 18 and 35 were also noted, in addition to unit powering on with critical pump error (open book). Critical pump errors were caused by corroded motor assembly and moisture damage on electronic assembly. Isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), pump error 2 (interprocessor communication error). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was partially performed. It was confirmed that there were no environments that would impact the pump or be exposed to x-rays or magnetic fields. No harm requiring medical intervention was reported. No product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.